Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette chamber due to loose film on cassette. The patient received draining slowly messages and m31 air detected in cassette warning alarms during drain 1 of 5 of treatment and prior to the fluid leak. The patient was assisted with cancelled treatment and was advised to reach out to the registered nurse regarding the incomplete treatment. There was no patient injury noted. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette chamber due to loose film on cassette. The patient received draining slowly messages and m31 air detected in cassette warning alarms during drain 1 of 5 of treatment and prior to the fluid leak. The patient was assisted with cancelled treatment and was advised to reach out to the registered nurse regarding the incomplete treatment. There was no patient injury noted. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.